Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63. Customer's blood glucose was unknown. Self-test was perform and insulin pump received another pump error 63. Insulin pump would be replaced.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. Pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay.